Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have the operative note from your daughter¿s procedure? What is the name of your daughter¿s surgeon and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please sign and return the attached form and provide your surgeon contact information.

Event description:
It was reported by the customer that her daughter underwent an umbilical hernia repair procedure on (B)(6) 2014 and absorbable suture was used. Immediately after the procedure, the daughter experienced vomiting and pain in the stomach area. The surgeon opined that a re-operation couldn't occur until the scar tissue had healed. A second procedure was performed on (B)(6) 2015 to remove the suture material. The parent reports that the patient continues to have pain in the umbilical area. Additional information was requested.